Event description:
The customer called to report a button error alarm after being exposed to moisture. Troubleshooting was performed, and none of the buttons were pressed for more than three mins. The reported blood glucose reading at the time of the call was 482 mg/dl. The customer did not have a back up plan of injections, and was debating on whether or not she should go to the hospital for treatment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display anomaly.